Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing packaged item. The customer is concerned with empty vial of strips (in broken vial seal). Customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is 09/102019

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no"

Manufacturer narrative:
No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.